Event description:
The customer reported to customer service that the transformer to her pump in style had exposed wires, was hot and had witnessed sparking.

Manufacturer narrative:
In follow up with the customer, the customer stated that there was some sparking witnessed. No fire, smoke or injury were reported, however the transformer was hot. The customer also stated she would be sending the transformer into medela for evaluation, however, as of the date of this report the product was not received by medela. Should the product be received and evaluated resulting in any new information, a follow up report will be filed. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.